Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a flow alarm was confirmed via the log file. The centrimag flow probe (serial #: (B)(6) ) was not returned for analysis and a log file was downloaded from the returned and associated centrimag 2nd generation primary console for review with events spanning approximately 5 days ((B)(6) 2020 ¿ (B)(6) 2021 per time stamp). On (B)(6) 2020 at 12:18:07 a ¿flow below minimum: f3¿ activated prior to a ¿motor disconnected: m2¿ alarm activating at 12:18:08. The motor speed dropped to 0 rpm and the flow dropped to 0 lpm. These alarms were able to be muted and cleared. At 12:24:40, the motor speed increased to 667 rpm with a flow of 0.41 lpm before increasing to 2350 rpm/2.41 lpm at 12:40:55. Following this, a few ¿flow below minimum: f3¿ activated but did not disrupt pump function. On (B)(6) 2020 at 14:46:47, the console was powered down. There were no other notable alarms active in the log file. Additional provided information communicated on 21apr2021 stated that no other items would be returned for analysis. The root cause for the reported event was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 9.5 entitled ¿motor visual inspection¿ states that ¿the cable that connected the centrimag motor to the centrimag console has been designed for and tested to withstand five year use, however, as any cable can be damaged during use or storage, it should be visually inspected for damage prior to each use¿. The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional patient information was requested, but not yet provided.

Event description:
It was reported that the patient was a bivad patient. The lvad had low flow and then said motor disconnect and then the flows on the rvad stopped. A low flow alarm and motor disconnect were received. The nurse changed out the rvad to the backup and it worked fine, but the lvad continued to give a motor disconnect and did not work. The lvad was changed out as well. The patient had already been on support for two months and everything had been fine. The pumps were set up on a test circuit and the motor disconnect was recreated on the lvad. It was also replicated on the rvad console as well. With both of these assessments, the motor was pulsing the disposable and after some time, the ¿motor disconnect¿ message disappeared and the pump was then able to operate correctly. The low flow and motor disconnect alarms resolved with the console, flow probe, and motor exchanges on both devices. The patient received epinephrine and recovered once the exchanges took place.manufacturer report number of lvad motor: 3003306248-2021-00010manufacturer report number of lvad console: 3003306248-2021-00011manufacturer report number of rvad motor: 3003306248-2021-00013manufacturer report number of rvad console: 3003306248-2021-00014manufacturer report number of rvad flow probe: 3003306248-2021-00015